Event description:
It was reported the customer complained about the way the platinum nitinol guidewire is delivered. "The stiff end is in the pink introducer. Before using it, the introducer has to be removed and the guidewire has to be inserted the other way round into the introducer before he can use it".

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported from a cord blood processing facility during preparation of cord blood product for a controlled rate freeze that a small leak was observed from the small compartment of the freezer bag component of the device. Approximately 4 ml of cord blood product was lost during transfer of the contents of the small compartment to another freezer bag.